Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the flexvision pc was not booting. The defective flexvision pc was returned for analysis and it was concluded that the issue occurred due to defective power supply unit (psu). To resolve the issue, the fse replaced the flexvision pc, hard disk and reloaded the software.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the flexvision pc was not booting. The defective flexvision pc was returned for analysis and it was concluded that the issue occurred due to defective power supply unit (psu). To resolve the issue, the fse replaced the flexvision pc, hard disk and reloaded the software. The codes were updated based on the investigation outcome.